Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband had and the pump had experienced high blood glucose. The customer¿s blood glucose level was above 500 mg/dl and the current blood glucose 142 mg/dl. The customer declined troubleshooting high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; it failed basic occlusion test. There were no signs of moisture damage within the device . On the other hand, the problem could be due to the force sensor flex cable not completely plugged in or it could be due to a faulty force sensor. Device has some scratches on the lcd window. Despite this, the user can easily navigate through the menus.